Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. The device didn't meet specifications. The stated problem was duplicated. The reported problem was caused from an out of specification explusor. The expulsor was replaced to fix the issue.

Event description:
It was reported that pump had volume accuracy fail. The product fault occurred during testing. The device issue was not related to physical damage/abuse. There was no patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.